Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. (B)(4).

Event description:
During a clinical trial, during an atrial fibrillation (afib) procedure a cardiac tamponade occurred with a thermocool sf nav. The cardiac tamponade happened while the left superior pv was trying to be cannulated and this occurred during mapping. Multiple attempts were done to request for further details of this event. However no additional information has been provided.